Manufacturer narrative:
The device is available for evaluation; however, has not been received. D4 - catalog number and lot number is unknown.

Event description:
The event involved an attached medwatch mw5188360 was received on behalf of a customer facility regarding a set, administration, intravascular that potential contamination issues with medical IV tubing. The reporter represents state of division of public health, bureau of infectious disease control. There were patient involvement and harm.